Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed.

Event description:
The patient was unable to void so made an urgent appointment. The customer, using a bvi 3000 control box, sent the patient home based on the machine's reading 0ml. Later that evening the patient had to go to the ER because he went into retention. No delay in the procedure or use of a back-up device was reported.